Manufacturer narrative:
Analysis found the lead fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was observed on the lead. The patient received inappropriate shocks. The lead was capped and replaced.